Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
2x t-handles on their c-stem trays has broken due to wear and tear. These sets have been taken out of circulation so there is no impact on the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : t-handles broke due to wear and tear. The device associated with this report was not returned. However, a review of the provided photograph found the handle is cracked. A complaint database search on the provided product code identified similar reports for handle damage/breakage. Previous investigations found based on the data acquired during failure analysis of (B)(4) , the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. A previous investigation (B)(4) was conducted by commercialized product development to determine if a product improvement is necessary. Dra-004006 was completed in june of 2016 and concluded no design solutions identified which would reduce the risk of handle fracture without introducing new risk. Based on the determination of environmental stress cracking as the root cause, no further corrective action is being pursued at this time. Continue to monitor complaints under post market surveillance (B)(4).